Event description:
The hcp reported the pt was hospitalized in 02/2004 with itching, confusion, agitation, altered mental state, and a slight increase in spasticity. The expected and actual pump volumes were correct. A pump interrogation found no problem or alarms occurring. A catheter study showed the catheter to be pt. The pt was programmed to receive a bolus and the withdrawal symptoms vanished. The pt was discharged to home. At a scheduled refill, the expected reservoir volume was 5.7ml and the actual was 20ml. A rotor study was done two days later and showed a rotor stall. The pump was explanted.